Event description:
It was reported that the touchscreen of this programmer was blocked, unable to push on a button. The programmer had to be restarted and it worked again. It was mentioned that this programmer behavior happened multiple times. No adverse patient effects reported. This programmer was being returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed multiple error codes had been recorded. The reported clinical observation of a non-responsive touchscreen was not reproduced in the laboratory setting. Analysis determined one of the error codes seen in the programmer memory was the result of a software issue. Similar product behavior has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmer's control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when "quick starting" another pulse generator (pg) application. Another of the observed error codes has been seen before and is also related to a software issue; the guidance is to re-boot the programmer system. This will re-start the software and will, most times, clear the error. Finally, another error code was noted which indicated this programmer was not updated with the most current software version. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that the touchscreen of this programmer did not function as expected; there was no response when a button was pressed. The programmer had to be restarted and it worked again. No adverse patient effects were reported. The programmer has since been returned for analysis.